Event description:
Citation: c. Cognard, et al. Endovascular treatment of intracranial dural arteriovenous fistulas with cortical venous drainage: new management using onyx. Ajnr am j neuroadiol. 7 november 2007. The following report was received by medtronic (covidien) through review of literature. Two patients showed clinical complications after treatment. Patient (1) originally presented with a 6-month history of headaches and hemianopia due to type IV dural altervinous fistula (davf) of the tentorium with 25 mm venous ectasia compressing the optic radiations. Three onyx injections were administered to the middle meningeal artery branches. Reflux of the onyx until foremen spinosum was accepted during the last injection due to the inability to reach the vein origin. In desire to achieve a cure, onyx was administered for too long; this created reflux to the level of the foremen spinosum which resulted in cranial nerve palsy. The patient woke up with third and fourth cranial nerve palsies with proptosis and ophthalmoplegia and fifth cranial nerve territory pain. Three months later the proptosis and facial pain had completely resolved, whereas a slight ophthalmoplegia due to third nerve palsy persisted. Patient (2) originally presented with a left cerebellar hematoma (hunt and hess grade I) due to type IV dural altervinous fistula (davf) of the tentorium with a 10 mm venous ectasia. Onyx embolization resulted in complete cure. Three days after treatment, the patient developed an acute static and dynamic cerebellar syndrome. Computed tomography (CT) scans showed an extensive thrombosis of the draining vein and venous ectasia, as well as rebleeding with cerebellar hematoma. Six months later, the patient had recovered, albeit with a slight persistent ataxia, which did not affect independence. One microcatheter was stretched and broken during retrieval without any complications. No other catheter was glued. Procedures were performed with ultraflow, marathon, or echelon, ev3). It is unknown which one was used in this event. Additional mfrs related to this literature case: (B)(4).

Manufacturer narrative:
(B)(6). This report was created to capture serious injuries related to the onxy. Onyx will not be returned for evaluation as they were consumed in the event. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there did not appear to have been any defect of the onyx during use. The events causes were unknown. Reference (B)(4). Additional event problem codes (B)(4).